Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 1.5 months after implant, the patient had high threshold on the rv lead. During a check when the patient was lying down, the threshold was "satisfactory." The threshold was variable with manipulation of the patient's posture and with arm movement. The physician decided to replace both the lead and the device. No patient complications have been reported as a result of this event.